Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The following incident has been reported on behalf of hospital santiago apostol, spain: the device was calibrated and zeroed prior to insertion; however, upon insertion, the device did not function and no measurements were obtained. A replacement catheter was available and functioned properly. The device is available for return and evaluation.